Manufacturer narrative:
Field service engineer (fse) confirmed that the collimator blades would not open and replaced the units collimator. Fse tested system for proper operation per service checklist (B)(4) and returned the unit to the customer for full service.

Event description:
During a patient procedure the fluoro failed with the collimators jammed closed. Staff was able to move the patient to complete the procedure. No reported injury.